Manufacturer narrative:
Patient weight was not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during anterior spinal fusion on (B)(6) 2018, the spindle for evolution broke at the back table. Reportedly the knob located on the spindle for evolution device broke off while being attached to the synfix evolution trial spacer holder. As the knob was broken, the surgeon was no longer able to rotate the spindle as required. There was a second spindle for evolution device available and the surgeon used it with the same synfix evolution trial spacer as intended. The surgery was successfully completed with no additional intraoperative events, no surgical delays as the back-up device was readily available and no harm or impact to the patient. Concomitant device reported: synfix® evolution trial spacer holder (part # 03.835.100, lot number unknown, quantity 1). This report is for one (1) spindle for evolution. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date rec¿d by MFR: field was left blank in error in mwr-(B)(4) and should have been reported as 6/27/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: item: 03.825.002; lot: 9973014; qty rec'd: 65; rec'd date: 14 apr 2016; manufacturer: avalign technologies-nemcomed with inspection and packaging in monument; inspection requirements were completed and passed per inspection sheet. Certificate of compliance received from avalign indicating product was manufactured in accordance to the material and customer and/or industry standards as specified on product drawings and purchase orders. Additional certifications included from boston centerless, carpenter technology corp, thermal technologies inc., microtech welding corp. And whimet inc. There were no nonconformances (ncs) or reworks noted in the DHR. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: background- the 03.825.002 syncage evolution spindle is an instrument routinely used in the syncage evolution system. The spindle instrument (03.825.002) is designed to mate with the syncage evolution (03.815.001) and synfix evolution (03.835.100) holders. The knob will be impacted to insert a trial spacer. Customer quality investigation- the following investigations were performed: broken: visual inspection performed at customer quality observed that the weld around the knob was cracked around the entire circumference, but the knob was still in position connected to shaft as intended and no damage was identified on both the shaft and the knob connecting threads. There were no visible signs of damage on the shaft or the m4 or m8 threads except for the minor wear that does not affect the product functionality. The complaint condition agree with the complaint description and the complaint was confirmed. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. The dimensional inspection was not able to be performed due to the post manufacture damage. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Also,based off the DHR review there is no indication that material and its properties contributed to complaint condition. A device control order (dco) was placed on 11-may-17 to update the spindle drawing and to change weld specification from lbw 0.2 to gtaw 0.45 with filler to enhance durability.therefore, during the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined it is possible that the complaint condition is the result of force applied on the device resulting in stresses beyond the failure limit during usage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, previous investigations on the complaint condition determined that the weld was not strong enough to withstand the applied impaction load from normal use. Patient height was reported to be 5 feet. Device manufacture date : corrected to 4/14/2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.